Event description:
Patient continues to experience high impedance. No known surgical intervention has occurred to date.

Event description:
Additional information was received which noted that x-rays were taken but will not be sent to the manufacturer for review. It was also noted that the explanted generator is not available for return. No known surgical intervention has occurred to date with the lead.

Event description:
Patient underwent a battery replacement due to low battery. When the new generator was implanted, the impedance was around 5200 ohms, and then around 1700 ohms once a new test was performed. After the surgery was complete the patients device was checked in post-op and high impedance, 7000 ohms was observed. No other relevant information has been received to date.